Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections, resulting in the decision to explant the device. Explantation is planned, however has yet to occur as of the date ot this report.